Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s] was reviewed and all passed qa inspection. There was no complaint device returned for investigation. Therefore, no physical assessment could be conducted. Leak balloon could happen due to various reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore complaint is not confirmed.

Event description:
The nurse discovered that the catheter had fallen out of the patient when checking her in the morning. The patient is fine and new catheter was placed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The nurse discovered that the catheter had fallen out of the patient when checking her in the morning. The patient is fine and new catheter was placed.